Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision t5-pelvis : dr (B)(6) hospital, (B)(6) 2019. The patient had bilateral broken rods at l3 over old pso site. Patient history: on (B)(6) 2014 patient had removal of harrington rods - "post harrington flat back", and implants placed, t5-pelvis, with a cage inserted at l5/s1. There were temporary rods placed over the cage, l5-s1,until the stage 2 operation when the final rods will be placed. On (B)(6) 2014: stage 2. Pso (pedicle subtraction osteotomy) performed at l3 and then the rods and set screws inserted from t5-pelvis. There were also, x 2 cross connectors placed on the construct. On (B)(6) 2019: patient had experienced pain, was seen by dr cree and x-rays taken. Surgery planned to replace the broken rods and set screws. On (B)(6) 2019: in surgery, it was noted that there was movement where the old pso site was, l3, "non union" so the set screws and rods were removed, screws replaced at l2, l4,l5 and s1 and then new rods and set screws put in place. He also placed an "outrigger" construct, at l3, another rod connected by open/closed connectors, that run beside the total rod length. Female patient initials: (B)(6) years old, dob:(B)(6) 1955. This complaint involves 2 devices as impacted products with 10 concomitant devices.

Manufacturer narrative:
Product complaint # ==>(B)(4).